Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached and not returned; the glass cap exhibits mild devitrification at the output area; the metal cap adhesion location exhibits burnt glue; the outer flow tubing appears compressed at the open end and 1 inch from the open end; there is no signs of melting at the location of the outer flow tubing compression. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that @ 242,189 joules of use and 29:44 minutes, ¿the fiber tip came out during the procedure". The physician completed the case with an alternate procedure (turp) as there was no additional fiber available to complete the case. Patient outcome: "no injury" to patient reported.